Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during the implant procedure, there was great difficulty pacing through the the lead and there was very high impedance. The lead was removed and replaced. It was also reported that the replacement lead experienced the same difficulty pacing and high impedance but the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, there was great difficulty pacing through the lead and there was very high impedance. The lead was removed and replaced. It was also reported that the replacement lead experienced the same difficulty pacing and high impedance but the lead remains in use. No patient complications have been reported as a result of this event.